Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) "interfered" with the magnetic resonance imaging (MRI) machines at a hospital and the wireless telemetry "impacted the last patient". The icm remains in use. No patient complications have been reported as a result of this event.